Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's implantable neurostimulators (ins) were implanted past their use by date (ubd). The patient was implanted on (B)(6) 2016 while the ubd was (B)(6) 2013. No symptoms were reported.

Manufacturer narrative:
Implant date updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.